Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the left ventricular channel. Review of the stored data identified elevated impedance measurements and the alert were noted following a vector change. A boston scientific technical services consultant recommended continuing to monitor the patient. No adverse patient effects were reported.